Event description:
A pt reported blood glucose results of "501 mg/dl and 147 mg/dl" with a lifescan meter, performed within 10 minutes of each other thereby indicating a potential malfunction of the meter in terms of precision. The customer service rep. Walked the pt through two blood glucose tests and obtained results of "161 mg/dl and 143 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.